Event description:
It was reported an occlusion alarm occurred, the customer unclipped and clipped there infusion set and resumed insulin therapy. There was no reported adverse impact to the customers blood glucose level.